Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care professional (hcp) and company representative that reported there were high impedances <(> <<)>40,000 ohms at electrode-contact 1 during procedure. Intraoperative testing found the high impedance. The patient was interr ogated before the case and all settings were normal range. A new battery and adaptor were the only new products and so they changed the adaptor first and implanted a new adaptor and everything was fine, the issue was resolved. There was no patient death and the patient recovered without sequelae.

Manufacturer narrative:
(B)(4)